Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No display anomaly was noted. The pump was programmed with multiple boluses and all registered properly in the daily totals history and also matched properly with the units left on the status screen. No bolus delivery anomaly was noted. The pump uploaded properly using carelink pro and all bolus data recorded properly on the data report. No history anomaly was noted. The pump had a cracked case at the display window corner and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low blood glucose of 40mg/dl. The customer treated with food. Customer indicated that the pump is delivering a bolus that they didn't program. Customer's blood glucose value was 227mg/dl at the time of the call. Customer indicated that the pump is over delivering insulin and customer indicated that the pump programming is not correct.customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.